Event description:
The account stated that the architect analyzer generated an initial negative (B)(4) result of <0.05 iu/ml. The sample was retested and a positive result of 4.65 iu/ml was generated. There was no report of impact to patient mangement.

Manufacturer narrative:
(B)(4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the site. The fsr observed leakage from the reagent 1 buffer pump. Leakage and crystallization was found on wash zone 2. The fsr replaced the reagent 1 pump and wash zone 2. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect (B)(4) package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency. This is the final report.